Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that high purge pressure developed during impella cp support. Possible causes were reviewed and lysis protocol was sent to the staff to manage the issue. Support continued uninterrupted. There was no noted patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. Data logs indicate that the doctor took more than 4 minutes to complete the purge bag/cassette change procedure. Additionally, within two minutes, a 'purge cassette failure' alarm appeared. The cassette change procedure was repeated, and a 'purge system blocked' alarm was seen after the completion of the procedure. It was evident that the doctor tried to check the purge line connection by disconnecting and reconnecting it. This is where the 'purge line open' alarm was seen at the beginning of the high purge pressure. The cause of the high purge pressure issue was most likely use related to longer purge cassette/bag change procedure. As per the instructions for use, the recommended time for the cassette bag change procedure should be less than 2 minutes. G1 manufacturing site name and address revised to reflect proper manufacturing facility on manufacturer device report 1220648-2025-25558.